Event description:
It was reported that guidewire separation occurred. During procedure, a comet ii pressure guidewire was used, but it broke and remained inside the patient's body.

Event description:
It was reported that guidewire separation occurred. During procedure, a comet ii pressure guidewire was used, but it broke and remained inside the patient's body. It was further reported that approximately 3 cm of the guidewire had detached, with the broken tip left embedded in the coronary artery during a coronary angioplasty procedure. An unsuccessful attempt was made to remove the tip of the guidewire using two balloons, and eventually it was decided to leave the foreign body in the patient's heart and cover the guidewire with a 2.50 x18 mm and 2.50 x 24 mm non-boston scientific drug-eluting stents. Post-procedure, timi grade 3 flow was achieved. A slight elevation in troponin levels was noted, without coronary symptoms.